Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed by using the mobile c arm. The philips field service engineer (fse) inspected the system on site and confirmed the reported problem. A review of the system logfiles found low load fluoroscopy selected error. Upon troubleshooting actions, the fse identified that the hivo (high voltage) inside the generator was defective. The defective hivo was returned for analysis, which concluded that the internal voltage supply on the hivo control pcb was defective. To resolve the issue, the fse replaced the hivo unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was selected, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.